Manufacturer narrative:
Pump unable to prime during prime/seating test due to moisture damage force sensor. Also received with moisture damage on the electronics, battery tube, vibrator and keypad flex tail. No unexpected critical pump error (open book) during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, end cap address label peeling, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 67 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.